Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to be charged. It was also noted that the patient was hospitalized, however, it is unknown if hospitalization was device related. No further information could be obtained despite good faith efforts. Additional information was received that the patient was hospitalized was not related to the device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to be charged. It was also noted that the patient was hospitalized, however, it is unknown if hospitalization was device related. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.